Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA #540245, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. H3: product analysis found that visually, the device was returned in a u-shape. Under magnification, there were small voids in the blue and red electrode trace pads and in the ink traces underneath the adhesive. Electrically, resistance from end to end shall be less 200 ohms and the actual measurements were 60 ohms (blue), 24 ohms (blue with white stripe), 40 ohms (red), and 20 ohms (red with white stripe). Functionally, for further analysis, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. Both channels (vocalis 1 and 2) passed the electrode check and there was no excessive feedback during the noise test. For additional analysis, bend testing was performed by bending each trace near the clamp shell (at the proximal end of the device) and both channels passed the electrode check and no excessive noise was observed. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, after the anesthetist intubated the emg tube, the vocalis 2 displayed x on nim. The position of the endotracheal tube was tried to adjust but useless. Finally, the endotracheal tube was changed and the new one could function normally. There was no patient injury.